Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. There was an air detected in cassette warning during fill 3 of 4 of treatment. The patient stopped treatment and found fluid when the cassette door of the cycler was opened. Fluid leaked out of the bottom. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. The patient was put on prophylactic antibiotic treatment. The patient was advised to let the cycler dry out overnight and then use the next day. The patient has been using the cycler since with no issues.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. There was an air detected in cassette warning during fill 3 of 4 of treatment. The patient stopped treatment and found fluid when the cassette door of the cycler was opened. Fluid leaked out of the bottom. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. The patient was put on prophylactic antibiotic treatment. The patient was advised to let the cycler dry out overnight and then use the next day. The patient has been using the cycler since with no issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.